Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer stated that they were biking and their insulin pump was exposed to the moisture from the rain. The customer was informed about the replacement policy but the line was disconnected and the caller was not able to be reached because they were at camp. The customer did not return the product back for analysis.